Event description:
Customer's mother called to report a hospitalization due to diabetic ketoacidosis. Blood glucose reading at the time of the call was 471 mg/dl. The hospitalization occurred on (B)(6) 2014 and the blood glucose reading at the time was over 600 mg/dl. Customer was wearing the insulin pump at the time of the emergency room visit. The customer was in the hospital for 3 days and received treatment in the form of intravenous drip. The cannula on the infusion set had been bent and there has been the issue of kinks. The customer received a different brand of infusion set to try. Customer refused troubleshooting because it had been performed recently and the insulin pump was found to be working properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.